Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and broken battery tube threads.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported damage while change battery on his pump. The customer lately has experienced issues with his basal rates. The issue started about a month ago leading to high blood glucose. The battery compartment was cracked and had missing piece. The customer stated that his blood glucose would either be 250 to 300 mg/dl and blood glucose reached 500 mg/dl. The customer treated high blood glucose via bolus with pump. The insulin pump will not be returned for analysis.